Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x26mm graftmaster stent was unable to cross the mid right coronary artery (rca) perforation due to tortuous anatomy. A non-abbott catheter was advanced to the lesion. The graftmaster stent delivery system was attempted to advance in the catheter, however was unable to advance. The graftmaster shaft had kinked due to the catheter. Another device was used in replacement. There were no adverse patient effects and no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the reported 6f guidezilla brand guide catheter used for the procedure had an ID of 0.057 inch (1.45 mm) as specified on the product website. In this case, it is likely the product label deviation contributed to the reported difficult to position (guide catheter) and kinked shaft. Furthermore, it was reported that the device was removed from the anatomy and re-inserted. The graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. The investigation determined the reported difficult to position (guide catheter) and kinked shaft appear to be related to the use error. The reported failure to advance and subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.